Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor intermittently failed to pair with the ilet bionic pancreas, resulting in a loss of communication between the devices; the user had also been using a dexcom receiver, which was powered off and moved away during troubleshooting, and pairing was reattempted on the ilet with code verification. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were reported as unaffected. User support included communication and analysis of the information provided. Investigation of this case revealed an interoperability-related communication failure involving the device¿s wireless components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.